Manufacturer narrative:
The product was not returned for analysis. Only video was provided. Video review: the returned video shows iol implantation. The preparation of delivery system is not visible on the provided video. The nozzle is inserted into incision. The lens appears to be in a proper position for advancement. When the iol is fully implanted, the optic area is observed to be cracked/fractured at the optic edge. Additional information: the complainant states the use of non company as viscoelastic, which is not qualified to be used with the associated iol model. Based on our observation of the video provided by the customer, the lens appears to be in a proper position for advancement. When the iol is fully implanted, the optic area is observed to be cracked/fractured at the optic edge. The preparation of delivery system is not visible on the provided video. Based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during intraocular lens (iol) implantation procedure, a large scratch was confirmed on the optical part, after inserting the lens. The surgery was completed by retaining the lens in the patient's eye. Additional information was requested and received stating there was no patient impact/injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).